Event description:
Customer reported that she has received no delivery alarms for the past two days. Customer stated that she has been using the same infusion set type for years and now is getting bent cannulas. Customer declined to troubleshoot and requested the insulin pump to be replaced. Blood glucose value is over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.